Manufacturer narrative:
The external visual inspection revealed a small dent on the top cover. In addition, the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several broken electrode wires at the feedthru pin. System lock was obtained. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a small dent was observed on the top cover. The photographic imaging inspection revealed several broken electrode wires at a feedthru pin. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed evidence of tensile breaks at a feedthru pin. These breaks correspond to all the even electrode channels except for a channel. The photographic imaging inspection and electrode dissection revealed broken electrode wires at a feedthru pin. These breaks correspond to all the even electrode channels reported open. A CAPA was initiated. This is the final report.

Manufacturer narrative:
The external visual inspection revealed a small dent on the top cover. In addition, the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging revealed several broken electrode wires near the feed thru pins. System lock was obtained. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing multiple open electrodes. Device revision surgery is scheduled.